Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device the lcd screen was found to be blank. The device's lcd screen was replaced to address the issue. The device had physical damage consistent with being dropped.